Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "down" arrow button was sticking. The button reportedly began sticking and responding poorly approximately 3 to 4 days prior. There is no known damage to the keypad. This report is being made based on the allegation of the sticking and unresponsive "down" button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be peeling at the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast, ok and up arrow buttons had intermittent response and the down arrow and contrast buttons had normal response without sticking noted. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.